Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2014. (B)(4) submitted for the adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent abdominal wall debridement including skin, subcutaneous tissue, fascia and muscle associated with chronic infection as well as mesh removal surgery on (B)(6) 2014. It was reported that the patient underwent recurrent incarcerated incisional hernia on (B)(6) 2015. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2014. (B)(4) submitted for the adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent abdominal wall debridement including skin, subcutaneous tissue, fascia and muscle associated with chronic infection as well as mesh removal surgery on (B)(6) 2014. It was reported that the patient underwent recurrent incarcerated incisional hernia on (B)(6) 2015. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/18/2022. Additional b5 narrative: it was reported that the patient experienced pain.

Manufacturer narrative:
Date sent to the FDA: 3/14/2022. Additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.